Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant this right ventricular (rv) lead exhibited loss of capture (loc) dependent on patient¿s position while breathing deeply. An x-ray was unremarkable. Intervention was performed to reposition the lead however this was complicated by helix retraction issues. The lead was explanted and replaced without incident. No adverse patient effects were reported. The lead is not expected to be returned for analysis.